Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual. It was reported all the programming on a rechargeable device had been erased but the ins was 100% charged. It was reported the patient saw the neurosurgeon on (B)(6) 2018 for an known reason. It was reviewed changing the lead configuration would wife out all programming but it was unknown what was done at the neurosurgeon's office. The caller was not with the patient at the time of the call to do troubleshooting. The rep planned to follow up with the clinic for details regarding the last device interrogation. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the manufacturer representative. It was reported the clinician programmer at the surgeon's office was checked but no programming/interrogation was saved so no additional information could be gathered regarding the cause of the programming being erased. The physician reprogrammed the patient and the patient had not called to complain after reprogramming nor had the issue replicated. The physician reported the issue seemed resolved. It was also reported the patient was at eri and they were able to extend the battery like on his rechargeable device by interrogating with the tablet programmer.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was clarified one side had no active programming (wiped) and the other side had the contacts changed that the hcp had programmed and the pulse width and frequency were not what she had set it to in the past. The patient was reprogrammed the week prior and seemed to be ok with symptoms control. It was also noted impedances were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.